Event description:
It was reported that on (B)(6) 2022, a 18mm amplatzer septal occluder was successfully implanted. Later, it was noted that the device embolized and was surgically removed. The patient status was reported as unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 18mm amplatzer septal occluder was successfully implanted. Later, it was noted that the device embolized and was surgically removed. The patient status was reported as unknown. Subsequent to the initially filed report, the following information was received that the septal defect ring was very thin and inferior. The defect was measured at 18mm pre-procedure using stop flow balloon sizing, visualized using transesophageal echocardiogram (tee) and fluoroscopy measurements. There was no clinically significant delay and the patient remained hemodynamically stable throughout the implant procedure. Post procedure, the patient presented with lightheadedness and runs of arrythmias were seen on the cardiac monitor. Afterwards, it was confirmed via transthoracic echocardiogram (tte) that the device embolized and had traveled to the patient's left ventricle 6 hours post implant. The device was explanted in an emergent procedure. The patient was reported as stable and discharged four days after the implant procedure.

Manufacturer narrative:
An event of device migration and arrhythmia was reported. The device was returned for analysis and the investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. Possible causes of device migration or embolization include patient anatomy and choosing the incorrect size device. Information from the field indicated that the patient had very thin and floppy inferior rim which did not support the device well during the procedure and the implanter believed that the event was likely related to patient anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined but could have been related to patient anatomy.